Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, at first firing, the device worked normally until the tissue was clamped. It was then reported that although the fire operation was performed, the device did not fire. Another power handle was used together with the same reload but there was no issue. There was no patient injury.